Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to unrelated health issues. Upon interrogation, the ventricular lead exhibited loss of capture. An x-ray revealed the lead had dislodged. The lead was explanted and replaced.